Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end and was twisting. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right aci aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 4.31 mm x 4.78 mm, neck diameter 6.06 mm. Landing zone (artery size): distal 3.10 mm and proximal 4.73 mm. By placing the phenom 27 microcatheter and positioning an attempt was made to place the pipeline shield flow diverter 4,75 x 20 mm. After the opening attempt, the pipeline flow diverter twisted and didn't open at the distal part. The procedure was repeated, but the flow diverter still didn't open distally. There was a suspicion that after deployment of the flow diverter, it wouldn't be possible to massage it with a microcatheter and that it would leave a stenosis and potentially endanger the patient's condition (1981. Year born). The pipeline was removed and fd derivo manufactured by acandis was placed. After placement of a flow diverter from another manufacturer (derivo 4.5 x 25 / acandis), the intracranial aneurysm was successfully treated. Control dsa showed very good results in favor of the expected gradually occlusion of the treated aneurysm. Without consequences for the patient. The pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. Dapt (dual antiplatelet treatment) was administered (pru level was unknown). There were no patient symptoms or complications associated with this event. Ancillary devices: sheath max (penumbra), guide catheter sofia ex (microvention), microcatheter phenom 27, and guidewire traxcess (micro vention).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it is not known what caused the twisting, which is the key reason why the deployment of the flow diverter was abandoned.

Manufacturer narrative:
Product analysis #: (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex shield was returned inside the outer carton, a biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or user deploying the braid in the vessel bend. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.